Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant / perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant"), pain ("pain") and alopecia ("hair loss"). The patient was treated with hysterectomy on (B)(6) 2015. Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, pain and alopecia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, device breakage, pain and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). These both reported events are anticipated in the reference safety information for essure. Coils were removed approximately 7 years after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and uterine perforation ('migration of implant / perforation of organs') in an adult female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient could not have hsg done after the essure due to adhesions from her novasure" and medical device monitoring error "essure used in conjunction with novasure endometrial ablation". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("heavy bleeding"), pain ("pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6) 2015/lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pain and alopecia outcome was unknown. The reporter considered alopecia, device breakage, genital haemorrhage, pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain, medical device monitoring error, uterine perforation, device monitoring procedure not performed". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and uterine perforation ('migration of implant / perforation of organs') in an adult female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient could not have hsg done after the essure due to adhesions from her novasure" and medical device monitoring error "essure used in conjunction with novasure endometrial ablation". On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("heavy bleeding"), pain ("pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6)2015/lysis of adhesions). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pain and alopecia outcome was unknown. The reporter considered alopecia, device breakage, genital haemorrhage, pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain, medical device monitoring error, uterine perforation, device monitoring procedure not performed". Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Events - "medical device monitoring error and device monitoring procedure not performed" were added. Essure lot number was added. This case became medically confirmed. Patient demographics, and reporters were added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding (seen as genital bleeding) and fracturing of the implant. These reported events are anticipated in the reference safety information for essure. Coils were removed approximately 7 years after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation and also for was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. Based on the nature of the event fracturing of the implant it was also assessed as related. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.